Event description:
It was reported that a spectrum pump displayed system error 105. It was also reported there was no patient involvement.

Manufacturer narrative:
(B)(4). The device was returned to baxter and an evaluation was performed. The evaluation confirmed (through the history log) but did not reproduce the system error 105. System error 105 was caused by loose set screws on the motor gear causing the gears not to move. The failed gears were replaced to correct this condition.